Manufacturer narrative:
Date of events are unknown. 3m has investigated and identified a manufacturing issue with the auto-venting bubble trap that introduces the risk of blood or fluid leaks while priming the sets and/or during fluid administration. There is no alleged injury to the patient or caregiver for this reported incident. 3m has initiated a field safety corrective action for lots associated with this issue. 3m has implemented a change to address the identified manufacturing issue and will continue to monitor.

Event description:
A hospital alleged 3m¿ ranger¿ high flow warming set (model 24355) lot hx9190 leaked at the bubble trap on multiple occasions. It was indicated that a pressure device was used. No patient or staff injury was alleged. No medical interventions were required.